Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was advised that the site has been using a third-party generator to complete cases since the reported issue. The isi fse went on site and replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu; however, the investigation is in progress. A follow-up MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia lpom surgical procedure, the customer was having issues using the monopolar energy. The site power cycled the integrated electro surgical unit (iesu), hard cycled the iesu, swapped instrument cables, swapped instruments, and tried a third-party iesu with no resolution. The site was done using the monopolar energy by the time they contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and did not want to troubleshoot further. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed and the reported complaint was confirmed. The reported failure (m-02-3 error on start) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.